Event description:
It was reported that a sponge was found fully separated from the minicap. This was identified before use, when the packaging was opened. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report two of eight.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.